Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 180 mg/dl. Customer changed cartridge and infusion set to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.